Event description:
We received an allegation about discrepant results for 1 patient's serum/plasma sample not matching the patient's clinical diagnosis when tested with elecsys hcg+beta assay on a cobas e411 immunoassay analyzer. Initial result: 1989 miu/ml. Repeat result: 2020 miu/ml. The patient is not pregnant. The patient had a new blood draw tested for hcg+beta on a competitor's analyzer and the result was negative.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The field service engineer visited the customer's site and found that the rinse station was partially blocked. He cleaned the rinse station. The investigation is ongoing.

Manufacturer narrative:
The competitor's analyzer that processed the new blood draw tested for hcg+beta was abbott alinity. The investigation is ongoing.

Manufacturer narrative:
Calibration, alarm trace, and pre-analytical information were requested but not provided. A general reagent issue can be excluded as the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.